Event description:
This customer reported that they did not like the lead switching behavior where the device defaults to lead ii in the pacer mode because they then need to select the pads ECG view manually. There is no reported negative patient impact.

Manufacturer narrative:
(B)(4): this customer reported that they did not like the lead switching behavior where the device defaults to lead ii in the pacer mode because they then need to select the pads ECG view manually. There is no reported negative patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.